Event description:
As reported by our affiliates in mexico, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted through right femoral access without inconvenience. The valve was prepped and crimped without inconvenience. Extra volume was attached to the 3-way stopcock on a 5cc syringe per md request. The commander delivery system was advanced through esheath without issues. Alignment was performed successfully and the valve was implanted in a good position with no paravalvular leak, and mean gradient was 6 mmhg. All extra volume was not used on the first inflation, so a post-dilatation was performed and this time the extra volume (4cc) was used completely. Negative pressure was applied to deflate the commander delivery system balloon. When it was attempted to remove the commander delivery system through esheath, resistance was felt when the commander delivery entered the esheath. After pulling harder, the commander delivery system could be removed from the patient. The guide wire was removed from the esheath. However, once the guide wire was out, a strange image was observed on the esheath by fluoroscopy. It was attempted to advance a guidewire through the esheath but this was not possible due a kink and the resistance felt. It was tried to re-cannulate the esheath using different techniques, but all attempts failed. The esheath looked as if it was kinked and somehow "collapsed on itself". It was decided to gain a radial access and advanced a snare to tie the esheath tip and pull it towards the ascending aorta to straighten the esheath and then advance the dilatator with a support guidewire. The maneuver was successful and the esheath was removed as a single unit from the patient. Once the esheath was outside the patient, the internal area of the esheath was collapsed and separated from the esheath body. There was no consequence to the patient. The patient was stable during the entire procedure. The perceived root cause of this event was that commander delivery system balloon was not deflated correctly and that could have damaged the esheath. As per sheath image evaluation, a torn liner was observed on the esheath.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in mexico, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted through right femoral access without inconvenience. The valve was prepped and crimped without inconvenience. Extra volume was attached to the 3-way stopcock on a 5cc syringe per md request. The commander delivery system was advanced through esheath without issues. Alignment was performed successfully and the valve was implanted in a good position with no paravalvular leak, and mean gradient was 6 mmhg. All extra volume was not used on the first inflation, so a post-dilatation was performed and this time the extra volume (4cc) was used completely. Negative pressure was applied to deflate the commander delivery system balloon. When it was attempted to remove the commander delivery system through esheath, resistance was felt when the commander delivery entered the esheath. After pulling harder, the commander delivery system could be removed from the patient. The guide wire was removed from the esheath. However, once the guide wire was out, a strange image was observed on the esheath by fluoroscopy. It was attempted to advance a guidewire through the esheath but this was not possible due a kink and the resistance felt. It was tried to re-cannulate the esheath using different techniques, but all attempts failed. The esheath looked as if it was kinked and somehow collapsed on itself. It was decided to gain a radial access and advanced a snare to tie the esheath tip and pull it towards the ascending aorta to straighten the esheath and then advance the dilatator with a support guidewire. The maneuver was successful and the esheath was removed as a single unit from the patient. Once the esheath was outside the patient, the internal area of the esheath was collapsed and separated from the esheath body. There was no consequence to the patient. The patient was stable during the entire procedure. The perceived root cause of this event was that commander delivery system balloon was not deflated correctly and that could have damaged the esheath. As per sheath image evaluation, a torn liner was observed on the esheath. Pre-decontamination observation noted that the esheath distal tip was split.

Manufacturer narrative:
Updated sections b5 and h6- component code and device code. Investigation is ongoing.

Manufacturer narrative:
Updated sections b5, d9, h3, and h6- device code, type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: there were several kinks on the sheath shaft distal end (at 3; 5; 7.5; 9.5 and 11.5 cm from distal tip); liner was torn 1cm in length at the distal end; c-marker band was present; liner was circumferentially delaminated, 10cm in length from the distal tip; the distal tip was bunched/stretched, and soft tip was damaged; distal tip was torn radially and separated. Separated piece was not returned. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurements were found to be within the specification. The provided imagery was evaluated and revealed the following: esheath liner was circumferentially delaminated and torn; the c-marker band was present on the liner; cine image showed c-marker band outside the sheath shaft. The complaints for sheath liner delamination, difficulty removing sheath, kinked sheath, torn sheath liner, torn sheath distal tip, and system component separation during use were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history and did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As seen during the device evaluation, the distal tip was torn radially and separated. The failure mode is likely related to sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tip tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. It is possible that the torn tip may have separated during sheath removal by catching onto a calcified nodule. As such, available information suggests that procedural factors (improper expansion of the sheath tip during thv advancement) and/or patient (calcification, tortuosity) may have contributed to the torn sheath distal tip and system component separation. However, a definitive root cause is unable to be determined. As reported, "it was attempted to advance a guidewire through the esheath but this was not possible due a kink and the resistance felt. The esheath looked as it was kinked and somehow collapsed on itself". The perceived root cause of this event as per the hospital was that commander delivery system balloon was not deflated correctly and that could have damaged the esheath. Withdrawal of a delivery system with residual fluid in the balloon can lead to an altered profile that can catch onto the sheath distal tip. The operator may apply pull force to overcome any difficulty, which can kink the sheath and further delaminate the liner as the delivery system is pulled through the sheath. As such, available information suggests that operational factors (residual fluid in balloon, altered balloon profile, device manipulation) may have contributed to the sheath liner delamination and kinked sheath. Per device evaluation, a liner delamination and kinked sheath shaft was observed. The kinked sheath and delaminated liner likely then altered the sheath profile causing the reported difficulty during sheath removal. As such, available information suggests that procedural factors (withdrawal of altered device) may have contributed to the difficulty removing sheath. However, a definitive root cause is unable to be determined at this time. Provided information indicated that the balloon may have not been completely deflated. Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. As such, available information suggests that procedural factors (altered balloon profile, device manipulation) may have contributed to the torn sheath liner. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.